Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon leaked and burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. The guidewire was found to be bent at the distal end. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. The pinhole problem is likely due to factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, resulting in the found problem of balloon pinhole. Additionally, the guidewire being kinked is likely due to the manipulation during the procedure such as demonstrating excessive force during handling or usage and forcing the device against significant resistance resulting in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon leaked and burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.